Event description:
It was reported that the insulin pump alarmed button error, buttons were unresponsive and there was black dot. Customer's blood glucose was unknown. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had broken battery tube threads, a broken belt clip slot, cracked reservoir tube lip and minor scratches on the display window.